Event description:
Reporter indicated that the pulse generator is going to be replaced because it is not functioning properly and the patient is experiencing an increase in seizures. Further information received indicated that the ncp system had previously been working "great" for the patient. It was also reported that there was some trauma to the generator site with some brusing. Allegedly, the generator settings changed from what they were originally set to. X-rays were taken, and there were no apparent problems.